Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: coronary heart disease.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "patient admitted from or following open heart surgery, specifically, repair of ventricular septal defect-cvor-6 (median sternotomy, actual, bypass). Patient on epinephrine gtt, labile blood pressures requiring titration of gtt. Patient with sudden hypotension, using dope it was determined the infusion of epi had stopped. There was no alarm and the banner above syringe pump stated "calibrate". Syringe moved to another syringe pump patient's epi transitioned to another syringe pump module on the same brain staff was instructed to switch the epi to another brain and syringe pump module and take the pumps out of service. Patient's bp returned to baseline. No audible alarms. "Module status change" with a state of "infusion malfunction." Patient did not sustain injury and has recovered. Patient discharged home." It was reported that the patient was admitted from the operating room following open heart surgery to repair the ventricular septal defect-cvor-6 (median sternotomy, actual, bypass). The device was programmed to infuse epinephrine (0.04mcg/kg/min) at a rate of 1.55ml/hour for a volume to be infused (vtbi) 45.1ml for a duration of an unclear amount of time (93015 (programmed duration seconds) 32 (concentration)) for titration to manage the patients labile blood pressure. The patient suddenly developed hypotension and in assessment it was found the epinephrine infusion had unintentionally stopped. There was no alarm and the banner above the syringe pump stated "calibrate". The syringe was moved to another syringe pump and the patient's blood pressure returned to baseline. There were no lasting adverse effects caused to the baby patient from the event. Patient was discharged home.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "patient admitted from or following open heart surgery, specifically, repair of ventricular septal defect-cvor-6 (median sternotomy, actual, bypass). Patient on epinephrine gtt, labile blood pressures requiring titration of gtt. Patient with sudden hypotension, using dope it was determined the infusion of epi had stopped. There was no alarm and the banner above syringe pump stated "calibrate". Syringe moved to another syringe pump patient's epi transitioned to another syringe pump module on the same brain staff was instructed to switch the epi to another brain and syringe pump module and take the pumps out of service. Patient's bp returned to baseline. No audible alarms. "Module status change" with a state of "infusion malfunction." Patient did not sustain injury and has recovered. Patient discharged home." It was reported that the patient was admitted from the operating room following open heart surgery to repair the ventricular septal defect-cvor-6 (median sternotomy, actual, bypass). The device was programmed to infuse epinephrine (0.04mcg/kg/min) at a rate of 1.55ml/hour for a volume to be infused (vtbi) 45.1ml for a duration of an unclear amount of time (93015 (programmed duration seconds) 32 (concentration)) for titration to manage the patients labile blood pressure. The patient suddenly developed hypotension and in assessment it was found the epinephrine infusion had unintentionally stopped. There was no alarm and the banner above the syringe pump stated "calibrate". The syringe was moved to another syringe pump and the patient's blood pressure returned to baseline. There were no lasting adverse effects caused to the baby patient from the event. Patient was discharged home.

Manufacturer narrative:
The customer¿s stated issue of syringe stopped infusing was confirmed through a review of the device logs and through testing. An internal and external inspection were performed on the source device. There were no observations of fluid ingress in the front or rear case. There was no contamination observed on the electronic or mechanical components. The male iui is in poor condition, the right side has impact damage. Both iui¿s have dried fluid on all pins. The pcu was powered on (B)(6) 2020 at 8:28:41 pm. The syringe module was selected on (B)(6) 2021 at 6:21:22 am and programmed to infuse drug ID 170 (epinephrine) with the following parameters: disposable syringe selected bd 50 ml, volume of 45.057 ml, rate of 1.9969 ml/h, dose of 0.05 mcg/kg/min, and vtbi of 45.057 ml. The device started infusing but was then paused at 6:31:47 am. The dose, and therefore the rate, was changed multiple times throughout the infusion. Then at 12:41:07 pm the syringe module was selected, and the patient weight was changed to 20.6 kg. The user confirmed the change and then the user changed the dose to 0.04 mcg/kg/min. The rate was recalculated to 1.545 ml/h and started the infusion at 12:41:21 pm. At 1:42:13 pm the syringe module alarmed for calibration required and then the user confirmed the error at 1:42:25 pm. Testing performed included the split nut test method which found the device alarmed for syringe calibration required. The logic board was replaced with a known good part and an infusion was programmed again, no alarms or malfunctions occurred. The probable cause of the customers complaint is due to a damaged resistor (r30) on the syringe logic board. The root cause of the damage to the resistor was unable to be determined. A review of the device history record showed the device had a manufacture date of 06/11/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure that correlated to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.